Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and identified the system initially failed to boot, accompanied by a beeping noise, but booted successfully multiple times afterward. Upon further investigation, fse identified the issue was caused due to a defective host pc. Analysis of the system log file indicated that the host pc did not start during the previous system attempt. To resolve this issue, the fse replaced the host pc and hard disk. The host pc was returned to philips for further analysis. The analysis confirmed the malfunction in the host pc due to cmos battery failure after replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system failed to boot up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.